Event description:
Filter would not deploy, stuck in boston scientific mach I guiding catheter. Catheter and guide catheter stuck in sheath. Removed everything and aborted case. During an svg case the physician prepped the filterwire ex using the correct protocol procedure. He advanced the filterwire through a mach 1 guide and successfully crossed the lesion. The filter was opened but the physician did not like the placement of the filter against the graft wall. He retrieved the filterwire using the correct protocol procedure, repositioned it and attempted to deploy. The filter came out halfway. The physician attempted to retrieve the filter but the filter got hung up in the delivery sheath. The only thing that could be done was to pull the filterwire and delivery sheath out together. This hung up in the 55 cm sheath so the sheath, guiding catheter and filterwire with its delivery sheath were removed at the same time. The procedure was aborted.